Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture and fell into the patient. The patient required an xray and a reoperation to locate and remove the needle. Additional information has been requested.